Event description:
On (B)(6) 2026, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch delica plus lancing device had a depth adjustment malfunction, consistently penetrating at maximum depth regardless of setting, causing finger pain and discomfort and the inability to properly regulate insulin dosing. The complaint was classified based on the customer care agent (cca) documentation. The patient claimed that the alleged issue began approximately 2 months after receiving the onetouch delica plus lancing device in (B)(6) 2024; with the device penetrating at maximum depth regardless of setting. The patient alleges that this led to finger pain and discomfort and the inability to properly regulate insulin dosing. At the time of the incident, the patient managed their diabetes with diet and exercise. In response to the alleged issue, the patient reduced food and fluid intake due to their inability to monitor blood glucose. The patient was hospitalised for approximately 14 days in (B)(6) 2025 where a blood glucose reading of 200mg/dl was taken and insulin administered intravenously and by subcutaneous injection. At time of troubleshooting, the cca identified that the patient was using third-party microlet 28g lancets which are incompatible with onetouch delica plus lancing device. A replacement onetouch delica plus lancing device and onetouch delica plus lancets were provided. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly had an acute complication of diabetes requiring treatment, after the alleged lancing device issue began. Furthermore, the device could not be ruled out as a contributor to the alleged event.